Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer stated that they would consult with the healthcare provider regarding elevated bg level to possibly increase pump basal rate settings. It was indicated that a correction bolus would be delivered.